Manufacturer narrative:
(B)(4). UDI#: (01) 0 0887868351822 (17) 300114 (10) 438810. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that debris was found in the sterile package. There was no patient involvement or ham caused as a result of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection, there was hair-like debris inside of the sealed pouch. The fourier transform infrared spectroscopy (ftir) spectrum of the very small blue hair-like debris sample for this item matches the major peaks in the ftir spectrum of radel polyphenylsulfone. The ftir spectrum of the very small black hair-like debris sample for this item matches the major peaks in the ftir spectrum of skin (keratin and collagens). Device history record (DHR) was reviewed and no discrepancies were found. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. No corrective actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.